Event description:
The lead was removed due to an infection. The lead was returned, analyzed and subsequently tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and the helix disengaged from the helical channel. It was noted that the defibrillation coil was distorted, the inner tubing was kinked/buckled, outer tubing overlay with cosmetic environmental stress crack, there was exposed defibrillator coil with a white substance, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead was stretched. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.